Manufacturer narrative:
(B)(4). Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. No device was received for analysis at this time. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. [(B)(4)].

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿sub-muscular breast augmentation using tumescent local anesthesia¿. 8 patients underwent bilateral primary sub-muscular breast augmentation have experienced implant dislocation.